Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2009, the pt was implanted with an scs system. The pt was getting a burning sensation in the pocket only when stimulation was running. Contact 9 was being used. The physician did a pocket revision (date unk) and the issue persisted. No disconnects observed and no other troubleshooting was performed. On (B)(6) 2010, the ipg was explanted and returned.